Manufacturer narrative:
H.6. Investigation: bd received samples from the customer facility for investigation. The samples were tested/evaluated and the customer's indicated failure mode for overfill with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that the bd vacutainer® buffered sodium citrate (9nc) blood collection tube experienced overfill during use. The following information was provided by the initial reporter: material no. 363083, batch no. 9184804. Complaint 2 of 5: they were having issues with the tubes overfilling.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® buffered sodium citrate (9nc) blood collection tube experienced overfill during use. The following information was provided by the initial reporter: material no. 363083 batch no. 9184804. Complaint 2 of 5. They were having issues with the tubes overfilling.